Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported by coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced bladder suspension not working, vaginal wall erosion with visible mesh, bacterial vaginosis infection , yeast infection, and chronic vaginal discharge. A revision, replacement of midureteral obturator sling and cystoscopy under general anesthesia were performed.